Manufacturer narrative:
(B)(4). This MDR is being submitted as part of a retrospective review/remediation effort performed (B)(4).

Event description:
Just prior to completion of the procedure, a completion angio was performed and an endoanchor was seen within the vessel. A mis-deployment was not observed during the initial placement. The endoanchor was snared out. No clinical sequelae were reported and the patient is fine.